Event description:
It was reported that a patient underwent a cor triatriatum procedure on (B)(6) 2011 and bone wax was used to stop bleeding on the sternum. On about (B)(6) 2011, 4 to 6 days after the procedure, the wound had penetrating fluid along with some scraps like bone wax and local inflammation. The patient underwent a second procedure and the wound was debrided and re-sutured. The patient was discharged and is now fine.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined and they met the requirements.